Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 305759, batch no: 9178190. It was reported that before use of the bd eclipse¿ needle the box of needles was labeled to include syringes and the needles were attached to syringes but three other boxes with the same catalog number were labeled and received as needle only. The following information was provided by the initial reporter: the caller states the customer ordered 4 boxes of needles. Of the 4 boxes received, there was one box of needles with syringes in them. The lot number for this box is 9178190. The other 3 boxes of needles the customer received do not have the syringes in the box. The lot number for those boxes is 9242237.

Event description:
Material no: 305759 batch no: 9178190 it was reported that before use of the bd eclipse¿ needle the box of needles was labeled to include syringes and the needles were attached to syringes but three other boxes with the same catalog number were labeled and received as needle only. The following information was provided by the initial reporter: the caller states the customer ordered 4 boxes of needles. Of the 4 boxes received, there was one box of needles with syringes in them. The lot number for this box is 9178190. The other 3 boxes of needles the customer received do not have the syringes in the box. The lot number for those boxes is 9242237.

Manufacturer narrative:
H.6. Investigation summary three photos and one box with fifty samples were received by our quality team for evaluation. From the photo, it was observed that one opened shelf carton labeled as eclipse needle product of catalog 305759, batch 9178190 and 4 combo product (eclipse needle with syringe) of catalog 305781, batch 9178174. Upon verification with the combo product shelf drawing, the opened shelf carton on the photo belongs to the combo product of catalog 305781. The catalog 305781 combo product shelf carton was therefore concluded as labeled wrongly with the eclipse needle product catalog 305759 label. From the returned box, it was observed that there was double tape on the shelf carton and label which indicated that this carton have been opened and sealed back before return for investigation. The box confirmed what the photos had shown; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The packaging process was reviewed. The combo product of catalog 305781, batch 9178174 was produced on 11 jul 2019, while the eclipse needle product of catalog 305759, batch 9178190 was produced on 07-12 jul 2019. Combo product of catalog 305781, batch 9178174 was running at the combo packaging line. Eclipse needle product of catalog 305759, batch 9178190 was running at the eclipse needle packaging line. Regardless of the combo or eclipse needle packaging line, the information on the label is directly printed by the machine and label is adhered automatically to the shelf carton. There is minimum human intervention to the labeling to shelf carton. The centralized auto palletizer (cap) process was also reviewed. Each combo or eclipse needle packaging line has a dedicated carton lifter to lift the carton to the highway conveyor where a highway conveyor transports the carton to the cap. There is a scanner to scan the batch number at the sorter conveyor and it directs them to the designated pallet. If the shelf carton was found with missing label or any label issues, the shelf carton will be rejected at the cap area. The production technician at the cap area will then collect the rejected shelf carton and place them at the dedicated storage location which will eventually be returned back to the packaging area for correction. Combo product of catalog 305781, batch 9178174 was fully run on cap with no manual palletizing at the packaging area. Based on the investigation, the probable root cause could have come from a jam at the cap highway conveyor. The cap production technician could have cleared the parts from the highway and returned the parts to the wrong packaging line. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.